Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported the pump spontaneously alarmed for "channel error" during an infusion of insulin when only the patient was in the room. The devices were not touched. The pump and tubing were taken out of service and tagged. A new pump was obtained and the infusion restarted. There was no report of patient harm. Biomed replaced the iui connectors which were reported to be "defective" with no details of the defect provided.